Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due to error 1262. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm3 was returned for failure analysis, and the reported error was confirmed and replicated. System logs revealed error 1162, confirming the fault occurred in the field. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where cannula led fail test was found to be failing on the printed circuit assembly (pca) axes controller spar connector (acsc). Once testing was completed, the pca acsc was further inspected and to be the source of the fault. Failure analysis was able to conclude that the pca acsc assembly was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm3) experienced 1162 errors at power up. Customer stated that they power cycled the system and did an emergency power off (epo) and the same error returned upon startup. Onsite was not available at the time of the call. Technical support engineer (tse) explained that usm3 will likely need to be replaced by the field service engineer. Tse explained that they can disable usm3 and use the system as a three-arm system. Customer said that they would move the scheduled procedure to another system. The procedure was aborted to another dv system with no reported injury.